Manufacturer narrative:
Unk if sample is available for eval, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges: "air leaks through cracks on caps of pressure monitoring lines of breathing circuits for neonatal."